Event description:
The customer reported a displayed communication error. A communication failure error message will likely result in a system lockup, no boot, or shutdown situation. There are no reports or patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.